Manufacturer narrative:
The insulin pump was received with loose protruded drive support cap noted. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the drive support cap on the insulin pump is protruded and customer pressed on it while connected. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.